Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the fiberoptic pressure signal was not working. The cath lab staff used traditional a-line transducer cable. It was reported that the user could have been too aggressive with the fiber optic cable. After reviewing with the facility, they undersized the balloon to the patient. Getinge support was provided to the facility on use of all aspects of iab function. They understand now, and have no further questions. The iab was replaced and therapy was provided. There was no reported injury to the patient. The patient was transferred to another facility for CABG (coronary artery bypass graft) and there is no way to obtain catheter for examination.